Event description:
It was reported that patient faced an event where infusion set tubing leaking at the site on (B)(6) 2026 leading to high blood glucose and treated with Correction injection via Multiple Daily Injection.

Manufacturer narrative:
This emdr is being submitted for an unknown number of quantities(B)(4).Based on the available information, this event is deemed to be a serious injury Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number(B)(4).